Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor occurred during fill tubing. Customer's blood glucose at time of incident was 170 mg/dl. Customer was advised to revert to backup plan and we will send oow letter, pump is oow.